Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, urinary incontinence and uterovaginal prolapse. Essure confirmation test(s) conducted, specify- yes essure confirmation test(s) conducted, specify. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hai"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy b/l salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and iron deficiency anaemia had resolved and the allergy to metals, fatigue, alopecia, weight decreased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2023 (as written in ppf discrepancy. She received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), anemia, other injuries/symptoms: fatigue, hair loss, weight loss, migraines, headaches, hormonal changes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter details, lot number, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- yes essure confirmation test(s) conducted, specify. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hai"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and iron deficiency anaemia had resolved and the allergy to metals, fatigue, alopecia, weight decreased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013 (as written in ppf discrepancy. She received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), anemia, other injuries/symptoms: fatigue, hair loss, weight loss, migraines, headaches, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: new pfs received- event ¿ injury¿ replaced with new events pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, other injuries/symptoms: fatigue, hair loss, weight loss, migraines, headaches,hormonal changes. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.